Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the bent lead fracturing all eight filars of the inner coil distal to the suture sleeve tie marks. A scanning electron microscope evaluation verified all filars of the inner coil were fractured. The cause of oversensing noise was isolated to the fractured inner coil.

Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.